Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated the issue. The philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. During troubleshooting, fse discovered that the direct current power supply (dcps) was defective, and the ups was not providing adequate backup. Fse asked that the customer to inspect the ups on priority. The client rectified the ups issue and dcps was replaced by fse. After replacement of dcps, the system was returned to good working condition. The codes were updated based on the investigation outcome.